Event description:
Device 2 of 2: reference MFR report# 3006705815-2018-03373. It was reported that patient¿s lead was explanted and replaced on (B)(6) 2018. Reportedly, therapy was restored post-operatively. It is unknown why the lead was replaced. Also, it is unknown which leads are liable for the issue. As a result, the suspected leads are made reportable.

Event description:
Device 2 of 2. Reference MFR report# 3006705815-2018-03373. Additional information received that the patient was unable to experience effective therapy where the lead was placed and the physician decided to replace the lead.